Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined there was no option to select cubie. A field service engineer after several tried there was a option finally appeared and it was able to unload medication. Customer confirmed was able to recover failed pockets. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed to open. Customer stated that drawer was not able to open and it caused delay in patient care workflow. There were no adverse events or injuries reported based on this event.